Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the helix extension was not smooth and tended to "pop out" during implant of the right atrial lead. The lead was not implanted and was replaced with a different atrial lead. There were no patient complications as a result of this event.